Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test noted an f-94 alarm. Visual inspection noted a depleted main battery, which caused the f-94 alarm. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm. This was reported to have occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.